Manufacturer narrative:
The t:slim user guide states that if the t:slim pump detects an insulin level in the cartridge of 1 unit or less, the empty cartridge alarm occurs and all insulin deliveries are stopped. The cartridge must be changed and the new cartridge filled with insulin before you can resume delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer's pump was not delivering the total amount of requested insulin. The customer delivered correction boluses via the pump and insulin injections. The customer was hospitalized for a blood glucose (bg) level of 416 mg/dl and diabetic ketoacidosis. The customer was treated with an intravenous insulin drip and the bg level had been lowered to 156 mg/dl. Tandem customer technical support (cts) had the contact perform a system check with the current supplies on the pump and the pump was found to be functioning as expected. Cts reviewed the pump t:connect data. It was found that on the morning of the hospitalization, the customer had received a pump alarm which indicated that it was out of insulin and was unable to deliver a full bolus. The contact acknowledged.